Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an electric shock while using a freestyle libre reader. Customer reported the "reader gave her an electric shock while grabbing it with her hand by where her rings were located." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional investigation information has been received, therefore section h has been updated. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release.

Event description:
Customer reported an electric shock while using a freestyle libre reader. Customer reported the "reader gave her an electric shock while grabbing it with her hand by where her rings were located." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression and there were no signs of electric shock. No malfunction or product deficiency was identified.

Event description:
Customer reported an electric shock while using a freestyle libre reader. Customer reported the "reader gave her an electric shock while grabbing it with her hand by where her rings were located." There was no report of death, serious injury, or mistreatment associated with this event.